Event description:
It was reported that this pacemaker device exhibited premature battery depletion behavior. Boston scientific engineering analysis of device data confirmed that the power consumption of this device has been increasing during the past year. The power consumption is expected to continue to increase and it is recommended to replace the device and return it to boston scientific for a detailed analysis. The analysis also indicated that assuming the behavior remains unchanged, there is sufficient battery capacity to support therapy and device replacement for at least 90 days. Boston scientific technical services provided this analysis information to the boston scientific representative. No adverse patient effects were reported. This device was subsequently explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion behavior. Boston scientific engineering analysis of device data confirmed that the power consumption of this device has been increasing during the past year. The power consumption is expected to continue to increase and it is recommended to replace the device and return it to boston scientific for a detailed analysis. The analysis also indicated that assuming the behavior remains unchanged, there is sufficient battery capacity to support therapy and device replacement for at least 90 days. Boston scientific technical services provided this analysis information to the boston scientific representative. The device remains in-service at this time. No adverse patient effects were reported.